Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 9 (overfill alarm) occurred. Reportedly, the cartridge had been filled with 300 units of insulin. A new cartridge was loaded to address the alarm. Additionally, it was reported that an inaccurate fill estimate was received after loading a cartridge. Blood glucose level was 126 mg/dl.